Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and wear abrasion. Leak test and microscopic analysis were performed which identified a punctured opening and observed void >1 mm in non-textured valve-to shell-bond area. Fill test inspection was performed and the result was no blockage. Based on the device analysis, the final assessment was a striated punctured opening due to surgical damage-like consistent in the use of some surgical tools.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.